Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2019-10559. It was reported that the patient's scs lead had migrated. This was confirmed by x-ray. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Attempts were made to obtain complete patient and event information. Further information was not provided.